Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the instrument broke. Cut the baosin and changed to another handle. Operative time was extended by more than 30 minutes.